Manufacturer narrative:
(B)(4). Results: cerebrovascular accident (stroke (ischemic, hemorrhagic), tia).

Event description:
A mo.ma device was used during the index procedure. Approximately two months post index procedure, patient suffered a stroke and reported as ¿brain internal bleeding with convulsion and deemed event was caused by antithrombotic treatment.¿ investigator assessed that the event was not related to the study device and procedure. Investigator assessed that event was not related to device or procedure.